Manufacturer narrative:
Blood loss is not listed in the instructions for use. Separates is not specifically listed in the instructions for use. The complaint device was not returned; however, an opened, undamaged, but unused sheath from the same lot number was returned. Quality control does a 100% inspection of stopcock, shrink tube, and connecting tube secure attachment. Multiple process controls are in place to confirm the interface between the check-flo body and extension tube, which in this case had separated during use. Appropriate internal personnel have been notified and we are continuing our monitoring for similar events. Quality engineering performed a risk analysis for this product family and failure mode of separation. This concluded that risk reduction activities were recommended. As a result, a corrective action/preventative action was initiated based on prior similar complaints and implemented via change request on (B)(6) 2011, which is after the mfg date of the complaint product. CAPA implementation was verified effective.

Event description:
Info was provided to the MFR on (B)(6) 2011 that during preparation there was an unnoticed blood loss out from the 18f sheath. The 3way stopcock of the sheath was disconnected. Blood loss was one liter. Blood pressure went down. Dr. Doesn't know what happened: the stopcock was disconnected from the sidearm of the sheath. They didn't see the stopcock during the procedure because it was under the op cloth. The pt had a blood loss of one liter, so she needed four units of blood and infusions to stabilize her circulation. Updated info from sales rep (B)(6) 2011: the customer clarified that during preparation to implant a heart valve of another MFR's, the sheath disconnected which allowed for blood loss.